Event description:
During an in-clinic follow-up, x-ray imaging was performed which revealed a right ventricular (rv) lead dislodgement. A revision procedure was performed where lead repositioning was attempted, however, the helix of the rv lead was unable to be retracted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.